Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that keypad was not responding. Troubleshooting could not be performed due to customer not being available with insulin pump. Customer would call back to continue troubleshooting.